Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 42 mg/dl. Customer was almost unconscious, however they were neither went emergency medical services nor emergency room but treated with orange juice. Customer declined for troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's blood glucose was below 42 mg/dl.